Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with top case main screw post broke and bottom case missing 2 rubber feet. Event history log review was performed and found evidence of reported problem. Visual inspection, occlusion test, checked and testing plunger position sensor were performed. The customer reported problem was confirmed. According to the investigation, check clutch/plunger lever error found immediately during occlusion test. The investigation reported that the pump plunger position sensor value fluctuates randomly, and the main board and position pot no longer operate properly. Investigation replaced the pump main board and position pot. Also replaced lead screw, both clutch halves and clutch spring as preventative measure. Performed calibration, occlusion test, pm and all functional tests which passed. The problem source of the reported problem is normal wear.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited check plunger and alert clutch alarm. No patient involvement reported.